Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had a defect. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.